Event description:
It has been reported that a versacross connect laac access solution was selected for use for a watchman procedure. The user mentioned that as the dilator was being advanced over the j -tip mechanical guidewire, it became stuck. Both devices were removed from the patient, and a new a kit was opened (different device, same model) in order to complete the procedure successfully. Product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.